Event description:
It was reported that while using bd preset¿ arterial blood collection syringe plunger could not be pushed. No patient impact was reported. The following information was provided by the initial reporter: the nurse collects arterial blood from a patient. When she opened the arterial blood collection needle for inspection, she found that there was a problem with the plunger and could not be pushed. She immediately stopped using it and replaced it with a new arterial blood collection needle for treatment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe plunger could not be pushed. No patient impact was reported. The following information was provided by the initial reporter: the nurse collects arterial blood from a patient. When she opened the arterial blood collection needle for inspection, she found that there was a problem with the plunger and could not be pushed. She immediately stopped using it and replaced it with a new arterial blood collection needle for treatment.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314 lot/batch #: 2091547 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10